Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented multiple times to the emergency department due to arrythmias, palpitations, hypertensive crisis, and tachycardia. The implantable pulse generator (ipg) was noted to exhibit unexpected behavior. The patient¿s medications were adjusted, and the device remains in use. No further patient complications have been reported as a result of this event.